Event description:
The biomed technician reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of damaged battery was confirmed and reproduced during service evaluation. The assignable cause was depleted main batteries. The main batteries were replaced to correct the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause was assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.